Event description:
During an initial implant procedure, there was a failure to extend on the helix of the right ventricular (rv) lead into the septum. Additionally, the helix would retract while maneuvering despite having the locking tool engaged. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin using the helix clocking tool, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with helix region. The reported event of ¿the screw retracted each time the lead body was turned despite the screw helix locking tool¿ was not confirmed. The helix locking tool test was performed, and helix did not retract.